Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. During priming with saline, the nurse observed a leak "above the first y-site and below the drip chamber". Upon further inspection, a crack was noted in the tubing as well. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.